Event description:
It was reported that the patient with this right ventricular lead and associated cardiac resynchronization therapy defibrillator expired due to an infection caused by vegetation on his device. No information was provided pertaining to device or lead status.